Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# v052586, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the caller reported the patient was scheduled for an MRI of their knee. It was reported the patient had their device explanted, but when the physician attempted to explant the lead, some of the electrode were broken off and left in the patient's body. No further complications were reported as a result of this event.